Manufacturer narrative:
Device evaluation: unit was received with no visible defects. Product was burned in for 24 hours with light source guide and scope attached and 24 hours without guide and scope. At no time during testing did unit overheat. Camera head housing became mildly warm, which is normal. Unit passed all functional testing. No problem found. The instruction for use (IFU) 10600280 states: "to prevent patient burns, do not place the camera head on the patient when it is not in use. The camera head contains heat generating components that raise its surface temperature higher than that of the surrounding environment. Prolonged contact with the patient may cause burns. (B)(4).

Event description:
The patient was brought to the operating room, prepped and draped for a laparoscopic vaginal assisted hysterectomy. After a timeout, the surgery commenced. During the procedure, the surgeon noticed that the camera head had been placed on the patient's abdomen. The surgeon promptly moved the camera head and examined the skin, which was warm to the touch and reddened. The red mark was approximately the same size as the camera head of 5cm x 5cm. The light source was not attached to the camera head at that time. Post procedure, the patient was safely transferred to recovery and an ice pack applied to the reddened area. A follow up examination performed 45 minutes later revealed that the area remained reddened but had decreased in size and was not raised or blistered. The 1st degree heat burn was on the lower right quadrant of the abdomen. There were no reports of patient complications.